Event description:
It was reported to philips that the device will not power on. The battery and ac module have been replaced. The battery pins look good. There was no reported patient involvement/adverse patient impact.